Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
The patient suffered an acetabular fracture as a result of the procedure. The surgeon repaired the fracture and the procedure completed successfully.